Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay ver. 2 on a cobas e 411 immunoassay analyzer. The patient sample initially resulted in a troponin t value of 10.31 ng/l and this value was reported outside of the laboratory. A second sample was collected from the patient, resulting in a troponin t value of 6.58 ng/l. This prompted the customer to repeat the complained sample. The complained sample was repeated, resulting in a troponin t value of 6.80 ng/l and this value was believed to be correct. The troponin t reagent lot number was 59638100. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer provided data for two additional patient samples (samples 2 and 3) which had discrepant troponin t results on the e411 analyzer. The initial results for these samples were reported outside of the laboratory to the patient and physician. The second patient sample initially resulted in a troponin t value of 13.2 ng/l on (B)(6) 2022. The sample was repeated three additional times on (B)(6) 2022, resulting in values of 8.3 ng/l, 7.6 ng/l, and 7.7 ng/l. The third patient sample initially resulted in a troponin t value of 17.1 ng/l on (B)(6) 2022 and repeated as 10.5 ng/l on (B)(6) 2022.

Manufacturer narrative:
The customer provided data for a fourth patient sample with discrepant troponin t results on the e411 analyzer. No incorrect results were reported outside of the laboratory. The fourth patient sample initially resulted in a troponin t value of 28.2 ng/l. The sample was repeated three more times, resulting in troponin t values of > 10000 ng/l, > 10000 ng/l, and 48892 ng/l. The 48892 ng/l value was released outside of the laboratory to the patient. The field service engineer replaced and aligned tubing, performed preventive maintenance, and verified adjustments. The measuring cell was replaced and the photomultiplier tube was adjusted. A new blank cell calibration was performed. Performance testing, calibration, and controls were run. Controls passed. The investigation determined the service actions resolved the issue. A contamination issue solved by preventive maintenance could not be excluded.